Manufacturer narrative:
Sample will not be returned for eval. Follow-up report will be filed, if add'l info becomes available.

Event description:
It was reported that "on attempting to remove the spring wire guide (swg) over the central venous catheter, the doctor experienced resistance and the swg became stuck. The swg then "unraveled" from its reinforced spiral form into a cheese wire effect. The whole device was then removed. A new one was inserted with no incident. The swg and central venous catheter has been saved, however, the trust will not release it to me until there had been an internal inquiry. I have explained that we will need this as soon as they can release it in order to send to our laboratory to establish the reason for this possible malfunction. The trust will not give any staff info or pt info regarding this incident."